Manufacturer narrative:
The event occurred in (B)(6) of 2017. The customer was not familiar with how to set up or program the primary and secondary infusions on a spectrum infusion pump leading to the patient not getting the correct levels of vancomycin. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The customer was not familiar with the overfill with the volume to be infused (vtbi) versus a pump error on a spectrum infusion pump. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿sigma spectrum operator¿s manual rev h", which is shipped with every spectrum infusion pump device. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. When programming a secondary infusion, it is important to follow all steps outlined in the operator¿s manual for ¿preparing the pump for a secondary infusion¿. Assure proper head height of bags and that all clamps are opened. Once the infusion is programmed and started, there will be a series of messages that ask if the drops are falling from the secondary infusion and not the primary infusion. If ¿no¿ is answered to those prompts, the pump will lead the user through a series of troubleshooting techniques that will ultimately end with clamping off the primary line while the secondary is infusing. Also in the operator¿s manual, under operating tips, it asks that the user confirms at startup and periodically thereafter that drops are falling in the correct drip chamber at the expected rate. If these steps are taken, the primary infusion would be unable to infuse when the secondary is intended to infuse. The performance of the infusion pump will be influenced by the forces of gravity on the fluid being administered to the patient. Pressure forces associated with the fluids head height will cause deviations in nominal performance. Be sure to follow all instructions in operator¿s manual and follow screen prompts as indicated. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer was not familiar with how to set up or program the primary and secondary infusions and on a spectrum infusion pump. This lead to a patient receiving an under infusion of vancomycin. The volume, rate, and dosage were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available. It was additionally reported on (B)(6) 2017 that they have also had several issues of med not fully being infused but they think it is overfill on the volume to be infused (vtbi) verses a pump error on spectrum infusion pump. There was no known patient injury or medical intervention associated with this event. No additional information is available.